Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the ok button was under responsive to button presses. The reporter confirmed that there was no damage noted to the keypad however, there moisture evident behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: the display is dim and pink. There was no damage or peeling to keypad. Display lens leak with evidence of moisture inside all internal pump. The ok key is not responding and the down, up and contrast keys work appropriately. Removed the keypad, no evidence of contamination on key contacts. Trace to keyboard connector damaged by moisture corrosion. Due to moisture corrosion ok key is not working. The bolus button is intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.